Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. She was not having bowel movements. This occurred in (B)(6) 2015. The patient felt stimulation. They had back surgery in (B)(6) 2015. Also, the patient fell in the end of (B)(6) or the beginning of (B)(6). The symptom control was not 50% or better. It got so tight that all the other body parts hurt. The patient was on program 2 at 0 volts and they had the patient turn stimulation off. It was further reported on (B)(6) 2015 that her body felt tight and she had new symptoms of not being able to urinate and a urinary tract infection (uti). She was taking oral antibiotics (cipro). It was further reported on (B)(6) 2016 that she had been experiencing throat, arms, and legs tightening. Also, she had been getting dizzy. The issues got worse at night time. She was looking for a new health care professional (hcp) that would be able to work with her since symptoms were getting worse. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient went to 0.0 off to resolve the lack of bowel movements. The patient did talk to her managing physician about her issues. The physician reprogrammed the device but did not think that all of the patient's problems were device related. The patient noted that her medications could make her have less bowel movements. She reportedly now urinated a good amount some days and less other days. The patient also noted that she had utis for years prior to having the device implanted. They were now less than before the device.